Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Stents added bilaterally. Unable to advance contra wire. Jacket guard stuck. Outcome was a successful implant.